Event description:
Pt underwent left total hip arthroplasty during 1988 and revision during 1991. Type of revision surgery unknown. Dual lock porous-coated bipolar prosthesis and an acetabuloplasty was performed during 1991. Radiographs taken during 1990 revealed medial and cephalad migration of the bipolar cup and radiolucency around the distal end of the stem, which was felt to be attributed to either progressive acetabular disease or component loosening. A bone scan performed 6/1/95 revealed intense activity noted along the medial portion of the mid left femur, at the distal stem of the femoral prosthesis. The pt was admitted to the hosp for revision of the left hip due to increased hip pain, decreased mobility, and "stinging" type pain of the large toe with numbness. Infection was ruled out by intraop culture results. The femoral component was loosened.